Event description:
It was reported that, "the patient does not have insurance and needs a revision because she can barely bend her knee and cannot straighten it all the way. She is bending at approximately 60 degrees. She has extreme burning pain which is keeping her from sleeping. On (B)(6) 2011 surgeon stopped all pt for 30 days to allow knee to rest. The surgeon has determined the only action to be taken at this point is a revision. (B)(6) 2012 surgeon will re-evaluate the knee and try to schedule the revision."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented, cat # 5515-f-402, lot# dzhe; triathlon prim tib baseplate cemented, cat#5520-b-400, lot# benp; triathlon-asymmetric patella a35mm (s/I) x 10mm, cat# 5551-l-350, lot#cb762. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.